Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon visual inspection the fins on the tip show damage and one fin has fractured and was not returned. There is scuffing on the device from use and no item or lot could be found. The entire device was not returned for inspection, only the subcomponent. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the teeth broke on the instrument during initial surgery. It was noticed the device was able to be used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.